Event description:
It was reported by a customer that on (B)(6) 2009 there was diminished fiber vaporization at 20,654 joules.

Manufacturer narrative:
The event description reported to the manufacturer did not indicate a potential patient safety issue. The device was subsequently returned to the manufacturer and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated an MDR was required. The failure analysis disclosed the fiber cap was intact and attached to the fiber. The fiber cap was drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. The fiber cap condition may also result in forward firing. The joules verified on the fiber card was 20,640 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.